Event description:
Ous MDR - after an implantation time of about 6 weeks, sensing loss with increase in the pacing threshold to 6v and a drop in impedance to 375 ohms were reported. No deterioration in the patient's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.